Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level had been in the 300-450 mg/dl range. Insulin injections and a bolus via the pump after a supply change were used to address the high bg level. The customer thought that a recent surgery to remove scar tissue which resulted in an infection was a possible cause of the high bg. The customer also thought that the pump's personal profile was set too low and was another possible cause of the bg level. Tandem technical support advised the customer to contact their healthcare provider to discuss the high bg level.